Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event within 24 hours of completing dialysis treatment on or about (B)(6) 2011. The patient's attorney also alleged that the patient experienced a sudden cardiac event within 48 hours of receiving dialysis treatment on or about (B)(6) 2011.

Manufacturer narrative:
This is one event of two events reported for the same patient involving three separate products.